Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The reported symptom 'constant false air in line' was confirmed through the event history log review as multiple 'air in line!' Messages but was unable to be recreated during evaluation. Evaluation inspected the device and could not detect the customer reported issue when running the pump at 100 ml/hour. Evaluation reviewed the ultrasonic sensor and found the lower reading out of specification. The ultrasonic sensor failed calibration and was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a constant false air in line alarm. There was no patient involvement. No additional information is available.